Manufacturer narrative:
Device evaluated by MFR: the angiojet solent omni was returned for analysis. Inspection of the device revealed multiple shaft kinks, boot tears and numerous effluent line cuts. Functional testing failed due to an under-pressure alarm message. The complaint was confirmed for under-pressure issues related to a hypotube separation.

Event description:
Reportable based on device analysis completed on 21may2024. It was reported that device failed to prime, and the pump was leaking occurred. The target location was located in the right lower extremity artery. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, and error message occurred which caused the catheter to stop working. It was noted that the pump was leaking. The procedure was completed with another of same device. No complications were reported, and the patient was stable. However, returned device analysis revealed a hypotube break.